Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and his glucose levels were over 800 mg/dl. Troubleshooting was performed and the insulin pump primed successfully with a new reservoir and infusion set. It was reported that the insulin pump failed the high-pressure test.